Manufacturer narrative:
Clinical investigation: there is temporal relationship between ccpd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis. The cause of the patient¿s peritonitis can not be determined due to lack of enough information. However, there is no allegation or documentation that indicates a liberty select cycler/ liberty cycler set malfunction or product deficiency caused or contributed to the event. Peritonitis is a well-known complication of pd therapy. Plant investigation: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported this patient on continuous cycling peritoneal dialysis had peritonitis. The patient¿s peritoneal dialysis nurse confirmed the event during follow-up; however, was not able to provide any additional information. Events leading up to and surrounding the patient¿s peritonitis including peritoneal dialysis culture results and treatment rendered are unknown. There have been no reported fresenius product deficiencies or malfunctions associated with the patient¿s peritonitis event.